Manufacturer narrative:
H6: investigation summary: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported a complaint that while executing a prime, an error message appears, and presence of a biohazard leak, before the waste line, was not contained within the instrument. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 05apr2020 to 05apr2021. Complaint trend: this is the only complaint related to this issue; date range from 05apr2020 to 05apr2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of a prime error message, and presence of a biohazard leak, before the waste line, was caused by a worn fluidics manifold in the wetcart. When a prime function was running through the instrument, the leak from the cart manifold caused the prime to not run efficiently and shut off the function. The same situation occurs even if shutdown, clean, and sheath are applied separately. The leak may have originated from a worn assembly wetcart manifold which in result, shut off the prime function. The part was replaced (64229607 - assembly wetcart manf univ-service) and the appropriate tests were conducted. This part was not requested for evaluation as it is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. No user was harmed or injured as they proper ppe (personal protective equipment) to clean up the leak. After the repair, the instrument was rebooted, tested, and functioning as expected. The safety risk is low and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: 27jun2014. Defective part number: 64229607 - assembly wetcart manf univ-service. Work order notes: subject / reported: I get an error when prime. Problem description: I get an error when prime. Work performed: it has been improved by the new exchange implementation. After replacement, prime, startup operation confirmation good good cv quality with beads. 7-color setup allpass . The above work is carried out, and it confirms that the equipment is operating normally, and the work is finished. Cause: it was caused by leaking liquid from the cart manifold. Solution: it was caused by leaking liquid from the cart manifold. We are improving by the exchange implementation. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part #338960-04ra, version a, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J, whereby the biohazard exposure is obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes. No . Item: 10. Sit ID/od flush function: 10.1 clean sit ID/od, reduce carryover. Potential failure mode: 10.1.3 ID not cleaned. Potential effect(s) of failure: 10.1.3.1 excessive carryover, wrong results. Potential cause(s) / mechanism(s) of failure: 10.1.3.1.3 valve failure. Current control(s): 1. More reliable manifold style valves used in the fluidic system. 2. Current feedback on valve control lines to detect valve failure. Recommended actions: astro reliability testing. Responsible party: (B)(6). Target completion date: 03/01/2006. Actions taken: astro reliability testing complete. Met reliability goal without failure; reference: bd bioscience wetcart, and cytometer manifold and valve testing protocol for canto b. Sev: 8. Occ: 2. Det: 5. Rpn: 80. Mitigation(s) sufficient yes. No. Root cause: based on the investigation results the root cause was due to a worn assembly wetcart manifold. Conclusion: based on the investigation results, the root cause of a prime error message, and presence of a biohazard leak, before the waste line in the facscanto was caused by a worn fluidics manifold. The fse confirmed the issue, replaced the part, and confirmed proper operation. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to any biohazard exposure. The safety risk is low, and there was no impact to customer health or safety.

Event description:
It was reported while using bd facscanto¿ ii flow cytometer biohazardous waste leaks outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from japanese to english: when I apply prime, I get a prime failed error and it stops. The same situation occurs even if shutdown, clean, and sheath are applied separately. Startup finished successfully and 7color setup passed without any problems. When sit flash is applied, a small amount of liquid drips from the vicinity of the root of sit. Please confirm the safety check below. 1. Was the leak fluid or air? Fluid. 2. Was the leak contained within the instrument? No. 3. Was there spray of fluid under pressure? No. 4. What was the fluid that leaked? Biohazard. 5. Did biohazard leak before or after waste line? Before waste line. 7. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd facscanto" ii flow cytometer biohazardous waste leaks outside of instrument. There was no user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: when I apply prime, I get a prime failed error and it stops. The same situation occurs even if shutdown, clean, and sheath are applied separately. Startup finished successfully and 7color setup passed without any problems. When sit flash is applied, a small amount of liquid drips from the vicinity of the root of sit. Please confirm the safety check below. Was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the customer/bd personnel physically in contact with the fluid? No.